Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: gravida, anemia, malaise and menses. Lack of concurrent conditions included: hypertension. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abdominal bleeding (menorrhagia)") and hypertension ("high blood pressure"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, weight increased and hypertension outcome was unknown. The reporter considered hypertension, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, bilateral essure coils in place. X-ray: on an unknown date, bilateral essure coils in place. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming events: which are same in pfs & mr. Pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, extension of expected date of next report. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: gravida, anemia, malaise and menses lack of. Concurrent conditions included: hypertension. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abdominal bleeding (menorrhagia)") and hypertension ("high blood pressure"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, weight increased and hypertension outcome was unknown. The reporter considered hypertension, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, bilateral essure coils in place. X-ray: on an unknown date, bilateral essure coils in place. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record confirming: events, which are same in pfs & mr. Pelvic pain, menorrhagia, quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida, anemia, malaise and menses lack of. Concurrent conditions included hypertension. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abdominal bleeding (menorrhagia)") and hypertension ("high blood pressure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) -2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, weight increased and hypertension outcome was unknown. The reporter considered hypertension, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral essure coils in place.. X-ray - on an unknown date: bilateral essure coils in place.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ pelvic pain, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media: new events - weight gain, high blood pressure and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, anemia, malaise and menses lack of. Concurrent conditions included hypertension. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abdominal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral essure coils in place. X-ray - on an unknown date: bilateral essure coils in place. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ pelvic pain, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs and mr received: case became valid & incident. Previously reported event injury was updated to pelvic pain female. Other new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), new concomitant and historical conditions were added. Reporters, dob, lab data was added. Removal date of essure was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.